Manufacturer narrative:
Product ID 8703w, lot# l61562, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Additional information received reported the cause of the event according to the patient¿s health care provider was ¿unknown ¿ doubt pump problem.¿ further information was not provided.

Event description:
It was reported that the patient's first device had an alarm date on it, but the catheter "did not go all the way down to the bottom of the reservoir." However, it was reported that the patient had enough medication to "run this long." In addition, it was reported that the alarm date was set up for a time frame which would have allowed the patient 3-4 days of "leeway." However, the patient reported to have kept running out and going into withdrawals. The pump was checked and noted that the pump had not detected when the reservoir ran low. The pump was reported to have been explanted and replaced. The explanted device was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.